Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator battery was not charging. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se replaced the battery. The se performed calibrations and extended self-testing on the device and all tests passed.

Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation: one battery pack was received by failure investigation for analysis. Visual inspection found no defects. The received component was installed into the bqwizard application, the hardware short circuit flag (hsc) flag was noted to be red, which indicates that this batter exhibits the hsc condition, thus confirming the reported event. The failure was isolated to the battery pack, but a cause could not be identified. No corrective action is required, because no trend has been identified. If information is provided in the future, a supplemental report will be issued.